Manufacturer narrative:
The explant date has been corrected.

Event description:
Device 1 of 3. Reference MFR. Report#:3006705815-2017-01491, reference MFR. Report#:1627487-2017-06425.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#s:3006705815-2017-01491; 1627487-2017-06425. It was reported the patient underwent surgical intervention due to high impedances on one lead. The physician noted one lead had pulled out of the ipg header. The physician decided to replace both percutaneous leads and replaced them with one paddle lead. The physician was unable to insert one of the lead tails into the ipg header, so he explanted the ipg and replaced it with a different model. Effective stimulation was restored post-op.